Event description:
It was reported that shortly following the implant procedure, right atrial (ra) lead dislodgement was observed. The physician attempted to reposition the lead, but the helix mechanism would not extend or retract normally and loss of capture (loc) was also noted. The ra lead was explanted and replaced to resolve the event and the patient was stable with no additional adverse consequences. The ra lead will be returned for analysis.

Event description:
It was reported that shortly following the implant procedure, right atrial (ra) lead dislodgement was observed. The physician attempted to reposition the lead, but the helix mechanism would not extend or retract normally and loss of capture (loc) was also noted. The ra lead was explanted and replaced to resolve the event and the patient was stable with no additional adverse consequences. The ra lead was subsequently returned for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This ingevity lead was returned to boston scientific's post market quality assurance laboratory in two segments, having been severed during the explant procedure. Visual inspection noted the helix was in a retracted position, and dried blood was found around the helix. Otherwise, the lead tip appeared normal. No lead issues were noted that would have resulted in an increased risk of dislodgement. Testing was completed, separately on each segment, to assess electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.